Event description:
Healthcare reported left side capsular contracture baker grade unknow of a non-allergan d device has been explanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).